Event description:
Allegedly, sales rep is working with people from other company to get a replacement available but they do not have the op notes from this surgery. It was in the 90s. They do know they have a 36mm fem head. Reporter is trying to identify the liner used in patient based on x-rays provided. It has been identified that the stem is not from microport. The cup could be from other company as well. Verbal communication via phone call with microport orthopedics sales rep confirmed that he does not have much information about this event since the case is from a surgeon that works with stryker products. Sales rep does not know if there's a complaint/deficiency or not. He suggested that maybe there's some dislocations or wear, but he is not sure about the reasons for revision surgery. The implant has been implanted since the 90's so there's been probably 20 years or more. He said that he has given to stryker sales rep the best of the information that he has been able to collect such as the possibility to have a replacement for an interseal component but he does not have any other information. It has not been indicated if revision surgery has been already performed.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.